Event description:
It was reported that the patient has fluid at the implant site. Blood levels of cobalt are high. Patient is scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.